Manufacturer narrative:
The complaint rt265 breathing circuit is expected to return to fisher & paykel healthcare (B)(4) but has not yet arrived. A follow-up report will be provided upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the heated tube of an rt265 infant evaqua 2 breathing circuit was defective. No patient consequence was reported.